Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil in the left cornual fallopian tube remnant'), pelvic pain ('pain / pelvic pressure') and uterine leiomyoma ('uterine fibroids / uterus - cellular leiomyoma/fragments of cellular leiomyoma') in a 38-year-old female patient who had essure (batch no. 625648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck rash. Previously administered products included for an unreported indication: paragard from (B)(6) to (B)(6) . Concurrent conditions included hypertension, increased abdominal girth, appendectomy, cystic hyperplasia of endometrium, laparotomy and omentectomy. Concomitant products included nifedipine since (B)(6) . On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal cuff infection") and pelvic mass ("enlarging pelvic mass after ufe") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex) and surgery (total hysterectomy (uterus and cervix removed), underwent ufe in (B)(6) 2011, (B)(6) 2012 and to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, uterine leiomyoma, dyspareunia, vaginal discharge, vaginal infection and pelvic mass outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, embedded device, menorrhagia, pelvic mass, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.opacification of the endometrial cavity is normal. Essure tubal ligation coils are identified in the projection of both fallopian tubes. No contrast is seen entering either fallopian tube or peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids and menorrhagia. Most recent follow-up information incorporated above includes: on 23-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil in the left cornul fallopian tube remnant'), pelvic pain ('pain / pelvic pressure') and uterine leiomyoma ('uterine fibroids / uterus - cellular leiomyoma/fragments of cellular leiomyoma') in a 38-year-old female patient who had essure (batch no. 625648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck rash. Previously administered products included for an unreported indication: paragard from 2005 to 2006. Concurrent conditions included hypertension, increased abdominal girth, appendectomy, cystic hyperplasia of endometrium, laparotomy and omentectomy. Concomitant products included nifedipine since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal cuff infection") and pelvic mass ("enlarging pelvic mass after ufe") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex) and surgery (total hysterectomy (uterus and cervix removed), underwent ufe in (B)(6) 2011, (B)(6) 2012 and to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, uterine leiomyoma, dyspareunia, vaginal discharge, vaginal infection and pelvic mass outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, embedded device, menorrhagia, pelvic mass, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.opacification of the endometrial cavity is normal. Essure tubal ligation coils are identified in the projection of both fallopian tubes. No contrast is seen entering either fallopian tube or peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. New event added from pfs- embedded metallic coil in the left cornual fallopian tube remnant, vaginal discharge, uterine fibroids / uterus - cellular leiomyoma, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), abdominal pain, vaginal cuff infection and pelvic mass after ufe. Product information, medical history, patient details, concomitant condition and lab data was added. Lot number received. Event verbatim was updated as pain / pelvic pressure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil in the left cornul fallopian tube remnant'), pelvic pain ('pain / pelvic pressure'), uterine leiomyoma ('uterine fibroids / uterus - cellular leiomyoma/fragments of cellular leiomyoma') and perforation ('perforation/migration') in a 38-year-old female patient who had essure (batch no. 625648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck rash. Previously administered products included for an unreported indication: paragard from 2005 to 2006. Concurrent conditions included hypertension, increased abdominal girth, appendectomy, cystic hyperplasia of endometrium, laparotomy and omentectomy. Concomitant products included nifedipine since 2010. On (B)(6)2007, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6)2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal cuff infection") and pelvic mass ("enlarging pelvic mass after ufe") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex) and surgery (total hysterectomy (uterus and cervix removed), underwent ufe in (B)(6)2011, (B)(6)2012 and to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the embedded device, uterine leiomyoma, perforation, dyspareunia, vaginal discharge, vaginal infection and pelvic mass outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, embedded device, menorrhagia, pelvic mass, pelvic pain, perforation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Opacification of the endometrial cavity is normal. Essure tubal ligation coils are identified in the projection of both fallopian tubes. No contrast is seen entering either fallopian tube or peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids and menorrhagia. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event added: perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil in the left cornul fallopian tube remnant'), pelvic pain ('pain / pelvic pressure'), uterine leiomyoma ('uterine fibroids / uterus - cellular leiomyoma/fragments of cellular leiomyoma') and perforation ('perforation/migration') in a 38-year-old female patient who had essure (batch no. 625648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck rash. Previously administered products included for an unreported indication: paragard from 2005 to 2006. Concurrent conditions included hypertension, increased abdominal girth, appendectomy, cystic hyperplasia of endometrium, laparotomy and omentectomy. Concomitant products included nifedipine since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal cuff infection") and pelvic mass ("enlarging pelvic mass after ufe") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex) and surgery (total hysterectomy (uterus and cervix removed), underwent ufe in (B)(6) 2011, (B)(6) 2012 and to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, uterine leiomyoma, perforation, dyspareunia, vaginal discharge, vaginal infection and pelvic mass outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, embedded device, menorrhagia, pelvic mass, pelvic pain, perforation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.opacification of the endometrial cavity is normal. Essure tubal ligation coils are identified in the projection of both fallopian tubes. No contrast is seen entering either fallopian tube or peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.